Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl. The customer treated with a needle to get the high blood glucose level down. The customer reported that the infusion set cannula was bent and the issue did not resolve the high blood glucose level issue. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis. The insulin pump will not be returned for analysis.